Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8352889. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to confirm the identity of the root cause. However potential root cause suggest either a material defect in the catheter tubing or an incorrect machine was setting was used in the fabrication of the adapter head that resulted in a thinner component. Unfortunately, without the ability to investigate the affected unit our quality engineers are unable to be sure.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system leaked. This occurred during use. The following information was provided by the initial reporter: material no. 383592. Batch no. 8352889. It was reported that catheter had leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system leaked. This occurred during use. The following information was provided by the initial reporter: material no. 383592 batch no. 8352889. It was reported that catheter had leakage.